Event description:
Related manufacturer reference number: 2017865-2022-20001. It was reported that the patient presented for a biventricular implantable cardioverter defibrillator (ICD) implant procedure. During the placement of the left ventricular (lv) lead, the lv lead failed to capture. The physician opted to implant a dual chamber ICD instead. During the placement of the right ventricular lead (rv) lead, the sensing of the rv lead was not appropriate. Also, the helix of the rv lead failed to extend when attempting to implant at the third position. The rv lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and sensing issues. Final analysis found the complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was retracted and clogged with blood/tissue. The cause of helix mechanism issue was isolated to the blood/tissue clogging the helix. The reported event of sensing issues was not confirmed. Electrical testing was normal with no anomalies found.